Manufacturer narrative:
(B)(4). The lot was not provided; therefore, the manufacturing record evaluation could not be performed. The following information was requested, but unavailable: on what date did the implant take place? Is a lot or serial number available? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Did the dysphagia improve after the device was implanted initially? Did the gerd improve after the device was implanted initially? How severe was the gerd before intervention? Were there any intra-operative complications during implant? Was the device found in the correct position/geometry at the time of removal?

Event description:
It was reported that a lxmc17 linx device was removed on (B)(6) around 3 pm. The removal was due to persistent dysphagia and reflux symptoms coming back. During the removal, the doctor noticed a recurrence of a hiatal hernia. The patient is about 1-year post-op from the initial linx procedure. There were no patient consequences during the procedure reported.

Manufacturer narrative:
(B)(4). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The lot was not provided; therefore, the manufacturing record evaluation could not be performed.